Event description:
Information was received from a patient regarding patient programmer. It was reported that when attempting to bolus he will get to 90% and stay there for 3 or 4 minutes. The agent had the patient go to the settings and the patient data service app; the stored data was 4.15mb. The agent reviewed steps to clear data from pds. The patient then was able to quickly connect the personal therapy manager (ptm) to his pump. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.